Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg (implantable pulse generator) was inoperable and did not communicate with the external devices. The patient last charged the ipg approximately 6-8 weeks ago. Follow-up information suggested the patient had been scheduled for an ipg replacement with a non-rechargeable type.